Manufacturer narrative:
One screw-vent implant, straight, with mp-1 ha® selective surface (svh13) was returned for investigation. Visual inspection of the as returned product identified fractures around the collar and signs of wear and bone residue around the drive feature. The complaint and reported malfunction were confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device and lot history review could not be completed as the lot number is unknown. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) - k011028 / k013227.

Event description:
It was reported that the implant was fractured. The implant subsequently had to be removed from the patient's mouth.